Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited an increase in impedance and a change in r wave was observed. Lead insulation damage was suspected. The right ventricular lead was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the procedure.